Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA # listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a 99% stenosis in the left anterior descending artery (lad) and an 80% stenosis in the circumflex (cx). A 2.5x28mm implant was successfully deployed in the lad and a 2.5x18 mm implant was successfully deployed in the cx. The patient experienced atrial fibrillation, but the overall result was good. On (B)(6) 2014, the patient returned with angina and an st elevated myocardial infarction (stemi). Thrombosis was found in the 2.5x28mm implant in the lad. Pre-dilatation was performed and a 2.75x38mm xience pro stent was deployed at 16 bar, 15 mm distal to the main branch. An attempt was also made to treat the proximal section of the vessel, with a 3.0x18mm xience pro, but the stent would not cross. The vessel was open again and the result looked good. On (B)(6) 2014, the patient again returned with angina and a stemi. The lad totally occluded from the proximal section of the xience pro stent on and the cx was closed beginning from the proximal end of the 2.5x18mm implant. Dilatation was performed with a 2.0x20mm balloon in both vessels. Good flow was restored, but it was not possible to use larger balloons in the area that had been treated with the xience pro stent. The lumen in these areas still had thrombotic particles. Repro was administered. Several additional balloon dilatations were performed in the lad, but it was furthermore difficult to enter the stented section. The procedure was stopped with timi 3 flow restored on both vessels and a stable patient. The patient is in discussion for a bypass procedure in the next few days. It was confirmed that the patient had been compliant with dapt.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina, myocardial infarction, and thrombosis are known observed and potential patient effects as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU). In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.